Event description:
It was reported that the right ventricular lead dislodged and high thresholds were noted. The atrial lead had no sensing and was also found to be dislodged. Both leads were repositioned. There have been no patient complications reported as a result of this event. The patient is a participant in (B)(4) study.

Event description:
It was reported that the right ventricular lead dislodged and high thresholds were noted. The atrial lead had no sensing and was also found to be dislodged. Both leads were repositioned. There have been no patient complications reported as a result of this event. The patient is a participant in the (B)(4) study.

Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. Evaluation summary: (B)(4) the actual device was not received for evaluation. We did receive performance data collected from the device and have analyzed the data. The save to disk review found no anomalies.

Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns.